Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for a device check on (B)(6) "2019". Upon interrogation, the implantable cardioverter defibrillator exhibited post-paced t wave oversensing episodes occurring in (B)(6) 2017. No programming changes were made and patient would continue to be monitored. Patient was fine.